Event description:
The patient reported, the device was explanted due to a staph infection. The representative reported, the patient received good efficacy prior to system retrieval. Additional information has been requested by the physician. A follow-up report will be sent if additional information is received.